Event description:
Immediately after initiating dialysis pt had sudden drop in blood pressure, nausea, diaphoretic. Dose, frequency & route used: 2000 units, ivp. Therapy dates: on dialysis for 3 years. Diagnosis for use: hemodialysis treatment. Event abated: yes.